Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the patient's implantable cardiac monitor (icm) exhibited post sensed t-wave oversensing. No intervention was performed. The patient was in stable condition.